Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00073 to 3012447612-2020-00082.

Event description:
It was reported that a patient developed a seroma the day after surgery. No further information regarding additional medical intervention or treatment was provided. This is report five of ten for this event.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned product, the event is non-verifiable.

Event description:
It was reported that a patient developed a seroma the day after surgery. No further information regarding additional medical intervention or treatment was provided. This is report five of ten for this event.